Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/19/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-6410 main pump tubing experienced an overpressure event. This was discovered during use in a knee surgery case. The pump used in the surgery was an ar-6475 continuous wave iii. During surgery, the amount of water increased abnormally. The patient's knee became swollen, and the patient was unable to bend his leg. Finally, the surgery was called off. Additional surgery is being considered at a later date. Additional information requested.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.